Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): over infusion: as per incident from "braun pump (B)(4) set for 1000mls over 10 hours was running at 100mls an hour at commencement 00-24 and also at 01-00 with patient, alarmed at 01-50 when checked, stated check upstream, bag was completely empty and stated volume to be infused 8959 over 8 hours 58 minutes, rate 1000mls per hour not the rate as set and running earlier."

Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to bbm laboratory in (B)(6) for investigation. A follow up report will be provided after the examination results are available.